Manufacturer narrative:
(B)(4). The root cause was determined to be a defective pumphead module.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 810:04. This event was reported to have occurred before use. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.48.90. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:04 was not confirmed or reproduced during product evaluation. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. However, the pumphead module was replaced as a precaution. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter will continue to monitor similar reports to determine if further actions are required.